Event description:
It was reported that approximately one month after a follow up visit that noted that the "battery was low", the patient came to hospital at a rate of 45 beats per minute and the device was not pacing. The device was explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.